Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen lps-flex porous femoral component size f right catalog #: 00596201652 lot #: 63816878, nexgen standard all poly patella 32mm catalog #: 00597206532 lot #: 63976965. G2 - report source - foreign: event occurred in australia. Radiographs were provided and reviewed, however determined not to enhance the investigation based on the information available. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial component loosening post-operatively. The implant was noted to have been implanted too tight in flexion initially. Attempts have been made; however, no additional information is available.